Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
Driver tip broke while inserting screw and the screw was unable to be removed. It had to be taken out by cutting the attached rod and backing it out by rotating the cut rod resulting in a 45 minute delay.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have broken off the device; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. The cause of the event could not be conclusively determined.